Manufacturer narrative:
(B)(4) has requested return of the device for eval, but it has not yet been returned. A f/u report will be filed once the investigation is complete.

Event description:
Info received indicates the bolus was leaking.